Event description:
Complainant alleged that during biomed testing the device failed ground resistance testing. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to loose ac receptacle. The ac receptacle was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.